Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous superficial femoral artery. After a non bsc guide wire crossed the target lesion, the 4 mm x 40 mm x 146 cm coyote es balloon catheter was advanced however it was stuck on the guide wire and was unable to be advanced. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a coyote es balloon catheter with an un-identified guidewire. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The inner shaft was buckled 2mm ¿ 5mm distal of the bi-component weld. There was a hole in the inner shaft 4mm distal of the bi-component weld. The diameter of the hole was slightly larger than the outer diameter (od) of the proximal end of a guidewire and may be consistent with perforation of the shaft wall with the end of a guidewire during clinical use or preparation for clinical use. The orientation of the hole suggests that the proximal end of the guidewire was loaded through the distal tip when it punctured through the wall of the inner shaft. Inspection of the remainder of the device presented no other damage or irregularities. The inner diameter (ID) of the catheter was measured at both ends with a calibrated pin gauge set; which is within the coyote es specifications. The guidewire used in the procedure was received with this device and used for functional testing. The returned guidewire was loaded into the distal tip and advancing through the lumen. Resistance was encountered at the buckled inner shaft and hole. The guidewire advanced through hole but would not advance past the location of buckled shaft. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the non calcified and moderately tortuous superficial femoral artery. After a non bsc guide wire crossed the target lesion, the 4mm x 40mm x 146cm coyote es balloon catheter was advanced however it was stuck on the guide wire and was unable to be advanced. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).